Manufacturer narrative:
Device passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose or flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to motor error alarm. Device received with cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed motor error. The customer stated that the drive support cap was normal. Customer stated that the insulin pump was not exposed to high magnetic field. Customer unable to clear the alarm and able to rewound the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.